Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe erroneous results occur. The following information was provided by the initial reporter: during use, data are often inaccurate when given for in vitro diagnosis.

Manufacturer narrative:
H.6 investigation summary material #: 364314, lot/batch #: 2350188. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for their heparin content and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode inaccurate results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe erroneous results occur. The following information was provided by the initial reporter: during use, data are often inaccurate when given for in vitro diagnosis.